Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer received assistance from technical support to reset pump, and malfunction code did not recur. Customer was advised to continue using pump and contact support if issue recurs.